Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A team lead applied ka 000011541 (medapplication not launching automatically; station at blue screen) rebooted the device, allowed to come up into the application to resolve the issue. The system functioned as intended after the team lead troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was frozen. The customer reported that the malfunction happened when the user went to the pyxis machine to dispense medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.